Manufacturer narrative:
(B)(4). Method - involved device is not available for evaluation and the lot number was not provided. The production lot number was not provided, which prevented review of applicable production or complaint records. All available information has been placed on file in quality assurance for appropriate tracking, trending, and follow up. (B)(4).

Event description:
The user facility reported that a surflo green 18 gauge IV catheter broke in the patients left arm. Follow-up communications confirmed, all product below the skin line estimated at being 1"-2" traveled through the vein in the left arm to the left shoulder, then through the patient's heart and is permanently lodged in the center of the upper left lung.